Manufacturer narrative:
Per the clinic, it was reported that the patient experienced extrusion of the device due to recurrent breakdown of the wound. The patient experienced drainage and was administered oral and topical antibiotics in (B)(6) 2018.

Manufacturer narrative:
This report is submitted on may 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery to revise a wound breakdown. During the procedure, the ground electrode was cut resulting in the decision to explant the device. The device was explanted and a new device was reimplanted on (B)(6) 2018.

Manufacturer narrative:
Per the clinic, it is now reported that the patient experienced an infection.